Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component stemmed precoat, catalog#: 00598003702, lot#: 60531313. Femoral component precoat size e left compatible with lps-flex prolong, catalog#: 00596001551, lot#: 60470453. Articular surface size ef 10 mm height "use with plate 3, catalog#: 00596403210, lot#: 60525817. (B)(6). This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Multiple MDR reports were filed for this event, please see associated report 0002648920-2018-00511. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent total knee arthroplasty. Subsequently, the patient was revised on due to aseptic loosening.